Manufacturer narrative:
It was reported that at the beginning of a surgery the robot arm failed to connect. The investigation indicated that it was because the starc card was not set properly. It could not be determined why the starc card became disconnected. Following the aborted surgery, the starc card was reconnected by the field service engineer and the issue was solved.

Event description:
During a surgery the robot failed to connect. Multiple attempts were made but did not resolve the issue. The surgeon did not feel that the robot was reliable and decided to postpone the case. The patient was woken from anesthesia. No cuts were made.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During a surgery the robot failed to connect. Multiple attempts were made but did not resolve the issue. The surgeon did not feel that the robot was reliable and decided to postpone the case. The patient was woken from anesthesia. No cuts were made.